Manufacturer narrative:
Gbo complaint (B)(4). No samples or pictures were received. We have no further inventory of the material/batch. We have no further complaints on this material/batch. According to the investigation and comments, a review of the production documentation indicates no deviations. No abnormalities occurred during in process control that might affect the function of the product. In addition, during final checking, which includes functional tests, no irregularities were observed. The complaint cannot be confirmed.

Event description:
Customer advised as the phlebotomists insert the tubes, the needles have separated from the holder. The needles were pushed out of the holder's threading and further into the patients' arm. This has happened twice to two different phlebotomists.